Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 210 h a blood leakage occurred due to a crack. The home patient fell asleep, this led to a pint of blood onto the floor (amount not further specified). The treatment was discontinued immediately after the issue was found. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.